Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient faced infection event on (B)(6) 2025. The location of issue was leg and the size was 2 cm. Patient experienced the symptoms of pain due to infection. The patient was instructed to clean the site using a prep clean from small circles outward to larger circles to move dirt away from center and to proper hand washing aseptic technique. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.